Event description:
Philips received a complaint on the v60 ventilator indicating that the blower temperature was high. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) that the issue was found during normal ventilation mode. The customer found error 122 continuous built-in test (cbit) blower temp high error in the significant event log. Troubleshooting was discussed with the customer following the service manual. The customer was advised to verify a clean inlet filter, verify fan operation, and then replace the blower and/or the motor controller printed circuit board assembly (mc pcba). The blower part information was provided. The customer provided in a good faith effort (gfe) response on (B)(6) 2022 that the advised blower assembly was replaced on (B)(6) 2022 to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.